Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery felt warm when the pump was connected to a power source. The customer's blood glucose level was 126 mg/dl. Reportedly, there were no temperature alarms observed.